Manufacturer narrative:
(B)(6). PMA / 510(k)#: this device does not have a 510(k) number. Device manufacture date: 12/2015.

Event description:
It was reported that in the department of pediatric surgery, the nurse prepared and was administering biofuroksym to the patient using the suspect device. During administration she suffered itching and hot flashes. She walked away from the patient after giving the full dose and informed her coworker that something was happening. She had trouble breathing and then lost consciousness as she was in anaphylactic shock. The rescue team was called to the scene and actions were taken to bring back her vital functions. She was then hospitalized in the department of internal medicine.

Manufacturer narrative:
Additional information: describe event or problem: of note, the patient did not suffer any similar reaction to the nurse. The reporting facility believe the nurse most likely had a allergic reaction to the vapor/smell of the drug and does not believe the syringe is to blame. However, as there was no confirmation, the incident was notified to bd. Device evaluation: results - bhr review: a batch history record for the reported lot number was conducted confirming that the batch was released according to defined procedures and requirements including final testing after sterilization for bi's sterility and lal testing. Neither quality notification nor abnormalities were observed during manufacturing. Biological indicator sterility test: biological indicators (bacillus atrophaeus 106 concentration) are used as sterility controls in each sterilization load. Biological indicators sterility test is conducted on each sterilization load as part of the final tests in order to release the product to the market. The bis sterility test was performed on the lot 1512112 with satisfactory results (all bis negative). Lal: lal test is used to confirm the absence of bacterial endotoxins in the finished product. It's performed using turbidimetric method and it is conducted on each sterile lot as part of the final tests in order to release the product to the market. Lal test was performed on the lot 1512112 with satisfactory results (no presence of bacterial endotoxins). Additional investigation: in addition to the above described tests performed on every batch as part of the final product release, other evaluations are routinely performed to confirm that both product and manufacturing processes met the established microbiological requirements applicable for these medical devices. These manufacturing records have been also reviewed finding all them appropriate with satisfactory results as below: bioburden test: bioburden testing is conducted quarterly by the filtration method and it's also performed as part of the annual sterilization requalification. The purpose of this technique is to determine the number of viable microorganisms on medical devices prior to sterilization. This includes one evaluation for aerobic bacteria, anaerobic bacteria and fungi. Both bioburden test performed prior and after manufacture batch (B)(4) (q1¿fy¿16-q23fy¿16) on discardit 20ml syringes were found correct. Cfu average and maximum cfu were below alert and action bioburden limits with satisfactory results. Sterility test with product: sterility test with product is conducted annually during the annual sterilization requalification. The purpose of this technique is to demonstrate that the natural bioburden of the product is eliminated after sterilization. Both sterility test with product performed prior and after manufacture batch (B)(4) (march 2015 / march 2016) on two different batches of 20ml discardit syringes were conducted with satisfactory results (no growth in any sample). Environmental monitoring: an environmental monitoring program is defined in the cleanroom where 20ml discardit syringes are manufactured: cleanroom I. Every month a viable particle test and non-viable particles test are conducted in the cleanroom in order to confirm that both are below the alert and action limits. Cleanroom is classified as iso 9. Tests conducted for viable particles monitoring and non-viable particles monitoring in (B)(6) 2015, when batch (B)(4) was manufactured, were satisfactory below the alert and action limits. Clean room annual requalification: an external supplier is annually qualifying the cleanroom I in order to verify hepa filters and confirm particles cleanroom classification. Last clean room requalification was conducted in december 2015, when batch 1512112 was manufactured, with satisfactory results. Biocompatibility, iso 10993 & presence of other substances: preclinical material biocompatibility testing has been conducted on the materials used to manufacture bd discardit syringes and meet established criteria in conformity with the iso 10993, guidelines for the biological evaluation of medical devices and FDA #g95-1 appropriate to the defined use classification. Based on our ongoing data collection efforts and information received from our suppliers, bd has not identified any pvc, latex or bpa in the article referenced above, in individual concentrations above 0,1% weight by weight (w/w). Based on our ongoing data collection efforts and information received from our suppliers, bd has not identified any chemicals in the article referenced above, in individual concentrations above 0,1% weight by weight (w/w), which have been listed as substances of very high concern (svhc) and included in the "candidate list" published by the (B)(6) on (B)(6) 2014, according to art. 59 (1,10) of the regulation (ec) nº 1907 / 2006 (reach). Conclusion: according to the described circumstances around this incident, the nurse administering the drug was reported as wearing gloves, so the syringe likely never made physical contact with her. The condition of patient who actually received the drug was not affected. Diagnosis: most likely a serious allergic reaction. Considering that all the evaluated manufacturing records and microbiological evaluations were found correct and according to requirements: material biocompatibility confirmed to comply with iso 10993 requirements. Sterility tests with bi's and endotoxins (lal) with satisfactory results. Environmental and process controls confirmed as acceptable to requirements. We conclude that bd discardit syringes should not cause nor contribute to the reported injuries.

Event description:
Of note, the patient did not suffer any similar reaction. The reporting facility believe the nurse most likely had a allergic reaction to the vapor/smell of the drug and does not believe the syringe is to blame. However, as there was no confirmation, the incident was notified to bd.